Event description:
A discordant high positive immulite 2500 stat troponin assay result was obtained on two patient samples. The high initial patient results were obtained using heparinized plasma samples. Duplicate serum samples were run with low positive results. Samples run on with other methods resulted negative. The discordant result was not reported. Patient treatment was not altered and there was no report of adverse health consequences due to the high discordant stat troponin assay result.

Event description:
A discordant high positive immulite 2500 stat troponin assay result was obtained on two patient samples. The high initial patient results were obtained using heparinized plasma samples. Duplicate serum samples were run with low positive results. Samples run on with other methods resulted negative. The discordant result was not reported. Patient treatment was not altered and there was no report of adverse health consequences due to the high discordant stat troponin assay result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. It is suspected that the lab operator did not allow enough time for the sample to spun, which caused the discordant results. Analysis of instrument data indicate that user error caused the discordant stat troponin result. No further evaluation of the device is required. The instrument is performing within specifications.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. It is suspected that the lab operator did not allow enough time for the sample to spun which caused the discordant results. Analysis of instrument data indicate that user error caused the discordant sta troponin result. No further evaluation of the device is required. The instrument is performing within specifications.